Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) reported that they saw hcp today for annual check-up and the hcp told them ins battery voltage was 2.96v but the amplitude had been set at 2.70v but was now at 0.00v. Pt said their hand was trembling and they were unable to write because of it. The circumstances that led to the reported issue were asked but unknown. During call patient services (pss) attempted to assist patient in turning stimulation from 0.00v to 2.70 v but patient hit upper limit at 0.00v. Pt said they didn't know why this was and said they think the hcp made a mistake. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt has hcp appointment tomorrow at 9am. Additional information was received from the consumer who reported that the cause of the amplitude had been set at 2.70 v but was now at 0.00v was that the pa (physician's assistant) made a mistake. The circumstances that led to the trembling was that the programmer was accidentally set to 0. Steps taken to resolve the upper limit message was that the programmer was reset and the issue was resolved.